Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was 12 mmol/l. The drive support cap was loose. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents test, self test, off no power test and unexpected restart error test. However, the device alarmed prime during basic occlusion test due to loose and protruded drive support disk. We were unable to perform basic occlusion, occlusion, prime and excessive no delivery tests due to prime alarm. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and broken belt clip slot.